Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. Additionally, the u18 component was thermally damaged, and the u409 component was shorted. The root cause for the shorted igtbs, thermally damaged u18, and shorted u409 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.